Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient reported she was having so much pain where her battery was that the patient wanted to rip it out. The patient reported the implantable neurostimulator (ins) site was warm. No falls/trauma or recent medical test or emi environmental exposure were reported. The change in therapy/symptoms was considered sudden. The symptoms had gotten worse since they started. It was suggested contacting a primary care provider for medical attention or ER of the patient deemed necessary. The indication for use was spinal pain. If additional information is received, a follow up report will be sent.